Manufacturer narrative:
The investigation of the photographed device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the customer reported that a tear was found where the tab meets the expander, in the cpx4 with suture tabs medium height smooth tissue expander. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated, a tear is observed at the juncture between the shell and the suture tab. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation of the photographed device summary: according to the information received, the patient experienced a deflation in the cpx4 with suture tabs medium height smooth tissue expander. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated, a tear is observed at the juncture between the shell and the suture tab. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Reason for device explant and/or reoperation: broken suture tab a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast reconstruction surgery with a cpx4 with suture tabs medium height smooth expander experienced right sided broken suture tab post procedure. As a result, patient underwent removal and replacement with an unspecified saline breast implant on (B)(6) 2021.